Manufacturer narrative:
Despite several requests, the tip cover accessory has not be returned for evaluation. As a result, the root cause of the reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the tip cover accessory is returned or if additional information is received.

Event description:
On (B)(4), 2011, medwatch uf/importer report (B)(4) was received from the food and drug administration with the following information: patient underwent robotic radical prostatectomy and bilateral pelvic lymph node dissection via da vinci robotic surgery. Tip cover accessory had developed a hole earlier and was replaced with new tip cover. This cover also developed a hole allowing the bovie to arc into the patient's body and required replacement. No apparent patient harm. What was the original intended procedure? Robotic surgery. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) device usage problem: device malfunction - that is, the device did not do what it was supposed to do. The hospital had initially reported this product problem to intuitive surgical on (B)(6), 2011.

Manufacturer narrative:
An unfocused photo of the tip cover accessory was provided to intuitive surgical on (B)(4) 2011. Engineering evaluation of the photo observed possible damage near the silicone midpoint.